Event description:
Pulsar ii generator unit not working upon initial start up. Turned unit off and on again and unit started working after wiggling the plasmablade hand piece plug at machine plug in. Dr noted small flash at end of cautery on side where rubber piece located. Wand removed from unit not pt injury reported.